Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported system error 110, which was reproduced during evaluation. A review of the event history log identified system error 110. The cause was determined during a visual inspection to be a loose gear. The gear was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 110 (pic counts per cam error) alarm. The reported problem occurred during delivery in nursing department. There was no known patient injury or medical intervention associated with this event. No additional information is available.